Event description:
As reported in 2005, this patient was implanted with a gore excluder aaa endoprosthesis. At an unknown date the device was explanted and destroyed. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.